Event description:
It was reported that during a da vinci si surgical procedure a fenestrated bipolar forceps instrument does not open at the top of the instrument and does not clamp. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the reported complaint. The tip of the instrument's grips aligned perfectly. An additional observations not reported was the pitch cable was broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. There were also scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.